Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 closed units and 1 open and used sample. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Received 5 closed samples and an open and used sample with the thread broken. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. The used suture received cannot be further analyzed. Final conclusion: although the results of the samples received fulfills the OEM specifications, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the suture broke during surgery.